Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and the lot number was confirmed with the packaging returned. During visual inspection, the sdw (stent delivery wire) was not returned. The introducer sheath was not damaged. The stent was badly deformed. Functional testing was not conducted due to the condition of the device as the subject stent was returned deployed and damaged. The reported event was confirmed based on damage noted to the device, the returned stent was badly deformed. The as reported can be confirmed based on the analysis and the event description. The as reported as well as the as analyzed events can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors.

Event description:
It was reported that during the procedure for embolization of aneurysm in right carotid, the subject stent was used. Physician delivered subject stent with a microcatheter and deployed the subject stent at the target site. The subject stent was unable to open fully as two of the three proximal radiopaque marks were joined and got intertwined after its deployment. Due to the subject stent¿s partial opening, which could have presented bad condition for the patient, the physician decided to remove the subject stent from the patient¿s anatomy. Physician then used a retriever stent to traverse the subject stent mesh and expose the retriever within the mesh to capture the subject device. The removal was successful and a replacement device of similar type was used. The procedure completed successfully and no clinical consequences noted to the patient.